Event description:
It was reported that during implant attempt, after the helix was retracted for repositioning, the helix would not extend again. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.